Event description:
It was reported that during the implant procedure while attempting to secure a lead to this implantable cardioverter defibrillator (ICD)'s connector block, the physician noticed a complete lack of sensing on the ventricular electrocardiogram (egm). Upon review, it was observed that the lead fixation screw was damaged and had detached from the device. The physician exchanged the device to resolve the event, and no adverse patient effects were reported. This ICD is expected to be returned for analysis.

Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that during the implant procedure while attempting to secure a lead to this implantable cardioverter defibrillator (ICD)'s connector block, the physician noticed a complete lack of sensing on the ventricular electrocardiogram (egm). Upon review, it was observed that the lead fixation screw was damaged and had detached from the device. The physician exchanged the device to resolve the event, and no adverse patient effects were reported. This ICD has been received for analysis.